Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device had an inadequate seal, which caused bleeding after the procedure. The event leads to or extend patient hospitalization for second surgery.